Event description:
A (B)(6) male patient called zoll customer support to report that one of his battery packs was not charging. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (will not charge) was confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.